Event description:
Company representative has reported an event of mounting screws or bolts have backed out of canes. Threading on canes is also unusable. Provider claims this is happening on a more frequent basis and new chairs are arriving with loosened screws or bolts. No reported injury.

Manufacturer narrative:
(B)(4) model solara3g, serial number/date (B)(4) is approximately 1 year old. The owner's manual part number 1154295, rev c (dec-10), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. A call was placed to the dealer, however, no information was received on the age, height and weight or medical condition, stability and medication regimen. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction is not confirmed.